Manufacturer narrative:
Evaluation results: inherent risk of procedure (thrombus), (the root cause is unknown), (no device received for evaluation). (B)(4).

Event description:
Patient underwent pci using endeavor stent which was deployed at proximal and mid rca. It was reported that the patient experienced chest pain post stent implant; however, no treatment was required. It was reported that approximately 9 months later, patient complained chest pain again. Cag confirmed total occlusion at proximal and mid rca.

Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted during the index pci. Approximately one month later the patient complained of chest pain and cag confirmed total occlusion at proximal and mid rca. Pci was carried out to treat the lesion approximately 3 months post pci. Ref MFR# 9612164-2011-01665, 9612164-2012-00364.